Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal baclofen (500mcg/ml, unknown dose and lot number) in an implantable pump for an unknown indication for use. The issue occurred prior to implant on (B)(6) 2017. The hcp programed a "pre-implant" bolus of 0.199ml over 14 minutes and saw no fluid from the side port. The hcp then programmed a 0.120ml bolus over 9 minutes and again saw no fluid from the side port. The decision was made not to implant the pump; reported as pump failure. A different pump was used. The pump was new out of the box. The pump was delivered to the pharmacist. There was no indication of patient interaction. The event was considered resolved. The pump would be returned.

Manufacturer narrative:
Analysis of the pump, model#8637-20, serial# (B)(4), found no anomaly. The analysis interrogation print report indicated the pump was used to deliver baclofen (500.0mcg/ml, 50.3mcg/day). (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.